Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhagic anaemia ("anemia/so bad loosing blood anemic/low iron") and kidney infection ("kidney infection") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, unspecified, menometrorrhagia, vaginal laceration and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 4 months 21 days after insertion of essure, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), rash ("rash"), abdominal pain ("pain: abdomen"), fatigue ("fatigue"), vulvovaginal pain ("pain: vaginal") and back pain ("pain: lower back"). In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and flushing ("flushing"). On (B)(6) 2017, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant) and urinary tract infection ("uti"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and cervicitis ("cervicitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic anaemia, kidney infection, menstrual disorder, mood swings, headache, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, rash, abdominal pain, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, vulvovaginal pain, back pain, bladder disorder, urinary tract disorder, allergy to metals, gastrointestinal disorder, alopecia, hot flush, cervicitis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, flushing, gastrointestinal disorder, genital haemorrhage, haemorrhagic anaemia, headache, hot flush, kidney infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient´s medical record: vaginal haemorrhage and urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new events kidney infection, flushing, bladder problem , urinary problem , nickel allergy, gastrointestinal or digestive system condition , hair loss, hot flashes, cervicitis, anemia/so bad loosing blood anemic/low iron, pain in lower abdomen were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhagic anaemia ("anemia/so bad loosing blood anemic/low iron") and kidney infection ("kidney infection") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, unspecified, menometrorrhagia, vaginal laceration, uterine bleeding and thyroid disorder nos. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levothyroxine sodium (synthroid) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 1 month 5 days after insertion of essure. On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In january 2014, the patient experienced nausea ("nausea"). In january 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In january 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), rash ("rash"), abdominal pain ("pain: abdomen"), vulvovaginal pain ("pain: vaginal") and back pain ("pain: lower back"). In june 2016, the patient experienced kidney infection (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and flushing ("flushing"). On (B)(6) 2017, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant) and urinary tract infection ("uti"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problem"), dysuria ("urinary problem") and cervicitis ("cervicitis"). In 2018, the patient experienced vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, kidney infection, menstrual disorder, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, rash, abdominal pain, nausea, dysmenorrhoea, dyspareunia, vulvovaginal pain, back pain, bladder disorder, dysuria, allergy to metals, gastrointestinal disorder, alopecia, hot flush, cervicitis and abdominal pain lower outcome was unknown and the haemorrhagic anaemia, headache, migraine, vaginal discharge, fatigue, weight increased and vaginal infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cervicitis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, flushing, gastrointestinal disorder, genital haemorrhage, haemorrhagic anaemia, headache, hot flush, kidney infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient´s medical record: vaginal haemorrhage and urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: vaginal infection. Outcome of events were updated. Concomitant disease, concomitant drugs and historical drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, asthma, ascites, anemia, benign ovarian cyst, nicotine dependence and nabothian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, unspecified, menometrorrhagia, vaginal laceration, uterine bleeding and thyroid disorder nos. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levothyroxine sodium (synthroid) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 23 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced abdominal pain ("pain: abdomen"), rash ("rash"), back pain ("pain: lower back"), vulvovaginal pain ("pain: vaginal") and mood swings ("mood swings"). In (B)(6) 2016, the patient experienced kidney infection ("kidney infection"). On (B)(6) 2017, the patient experienced hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and flushing ("flushing"). On (B)(6) 2017, the patient experienced blood loss anaemia ("anemia/so bad loosing blood anemic/low iron") and urinary tract infection ("uti"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cervicitis ("cervicitis"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2018, the patient experienced vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in lower abdomen"), genital haemorrhage ("abnormal bleeding (general)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (robotic-assisted hysterectomy and bilateral salpingectomies and total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, back pain, vulvovaginal pain, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder and arthralgia had resolved, the endometritis, dyspareunia, dysmenorrhoea, allergy to metals, rash, cervicitis, kidney infection, gastrointestinal disorder, nausea, alopecia, hot flush, myalgia, anxiety, depression and mood swings outcome was unknown and the headache, blood loss anaemia, migraine, fatigue and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood loss anaemia, cervicitis, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, flushing, gastrointestinal disorder, genital haemorrhage, headache, hot flush, kidney infection, menorrhagia, migraine, mood swings, myalgia, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Received treatment for bleeding events. No. Of coils: essure coils were introduced into both with 4 coils trailing into uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient´s medical record: vaginal haemorrhage and urinary tract infection, flushing, endometritis, cervicitis, dysmenorrhea., fatigue, anxiety, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information ,other relevant history and event : "chronic endometritis" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and kidney infection ('kidney infection') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, unspecified, menometrorrhagia, vaginal laceration, uterine bleeding and thyroid disorder nos. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levothyroxine sodium (synthroid) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 23 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), rash ("rash"), abdominal pain ("pain: abdomen"), vulvovaginal pain ("pain: vaginal") and back pain ("pain: lower back"). In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and flushing ("flushing"). On (B)(6) 2017, the patient experienced blood loss anaemia ("anemia/so bad loosing blood anemic/low iron") and urinary tract infection ("uti"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and cervicitis ("cervicitis"). In 2018, the patient experienced vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain lower ("pain in lower abdomen"), arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, abdominal pain, vaginal discharge, vulvovaginal pain, back pain, bladder disorder, urinary tract disorder, abdominal pain lower, vaginal infection and arthralgia had resolved, the blood loss anaemia, headache, migraine, fatigue and weight increased had not resolved and the kidney infection, menstrual disorder, mood swings, depression, anxiety, rash, nausea, dysmenorrhoea, dyspareunia, allergy to metals, gastrointestinal disorder, alopecia, hot flush, cervicitis and myalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood loss anaemia, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, flushing, gastrointestinal disorder, genital haemorrhage, headache, hot flush, kidney infection, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Received treatment for bleeding events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient´s medical record: vaginal haemorrhage and urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and kidney infection ('kidney infection') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, unspecified, menometrorrhagia, vaginal laceration, uterine bleeding and thyroid disorder nos. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levothyroxine sodium (synthroid) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 23 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On 18-apr-2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), rash ("rash"), abdominal pain ("pain: abdomen"), vulvovaginal pain ("pain: vaginal") and back pain ("pain: lower back"). In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and flushing ("flushing"). On (B)(6) 2017, the patient experienced blood loss anaemia ("anemia/so bad loosing blood anemic/low iron") and urinary tract infection ("uti"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and cervicitis ("cervicitis"). In 2018, the patient experienced vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain lower ("pain in lower abdomen"), arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, kidney infection, menstrual disorder, mood swings, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, rash, abdominal pain, nausea, dysmenorrhoea, dyspareunia, vulvovaginal pain, back pain, bladder disorder, urinary tract disorder, allergy to metals, gastrointestinal disorder, alopecia, hot flush, cervicitis, abdominal pain lower, arthralgia and myalgia outcome was unknown and the blood loss anaemia, headache, migraine, vaginal discharge, fatigue, weight increased and vaginal infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood loss anaemia, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, flushing, gastrointestinal disorder, genital haemorrhage, headache, hot flush, kidney infection, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient´s medical record: vaginal haemorrhage and urinary tract infection. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- hip pain, sore muscle. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and kidney infection ('kidney infection') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, unspecified, menometrorrhagia, vaginal laceration, uterine bleeding and thyroid disorder nos. Concomitant products included ethinylestradiol;norelgestromin (ortho evra), levothyroxine sodium (synthroid) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 23 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), rash ("rash"), abdominal pain ("pain: abdomen"), vulvovaginal pain ("pain: vaginal") and back pain ("pain: lower back"). In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced hot flush ("hot flashes"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and flushing ("flushing"). On (B)(6) 2017, the patient experienced blood loss anaemia ("anemia/so bad loosing blood anemic/low iron") and urinary tract infection ("uti"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and cervicitis ("cervicitis"). In 2018, the patient experienced vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain lower ("pain in lower abdomen"), arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, abdominal pain, vaginal discharge, vulvovaginal pain, back pain, bladder disorder, urinary tract disorder, abdominal pain lower, vaginal infection and arthralgia had resolved, the blood loss anaemia, headache, migraine, fatigue and weight increased had not resolved and the kidney infection, menstrual disorder, mood swings, depression, anxiety, rash, nausea, dysmenorrhoea, dyspareunia, allergy to metals, gastrointestinal disorder, alopecia, hot flush, cervicitis and myalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood loss anaemia, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, flushing, gastrointestinal disorder, genital haemorrhage, headache, hot flush, kidney infection, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had not underwent essure (or any part of the device) removal. Received treatment for bleeding events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient´s medical record: vaginal haemorrhage and urinary tract infection. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain, abdominal pain, genital hemorrhage, vaginal discharge, bladder disorder, urinary tract infection, urinary tract disorder, back pain, vaginal hemorrhage, menorrhagia, vaginal infection, vaginal pain and hip pain were updated to recovered. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.